Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that, post-aquablation therapy, blood was observed on the tip of the trus probe upon removal. It was reported that the treating surgeon inserted the trus probe slightly below the rectum, causing a cut in the patient's rectum. A stitch was placed, and the patient was admitted overnight, discharged the next day, and is recovering well. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Correction made to f10. Health effect - clinical code to "laceration(s) (1946)". Additional information: procept biorobotics is an importer of the ecbp-1, siui trus probe. The device history record could not be performed as the serial number of the ecbp-1, siui trus probe is unknown. The treatment log files were reviewed, which confirmed no malfunction occurred and the system functioned as intended. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety. L) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. The root cause of the reported event is attributed to user error. Upon completion of aquablation, blood was observed on the tip of the trus probe upon removal. It was reported that the treating surgeon inserted the trus probe slightly below the rectum, causing a cut in the patient's rectum. A stitch was placed, and the patient was admitted overnight, discharged the next day, and is recovering well. Based on review of the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
For section d.4 suspected medical device - update to serial number and unique identifier (UDI). Serial number: (B)(6). UDI: (B)(4).